Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing burning sensation and inadequate stimulation despite reprogramming. The patient underwent an explant procedure wherein the ipg and leads were explanted. The explanted device components were retained by the medical facility and will not be returned.